Event description:
It was reported that there was a partial release of the collimator form the detector head of the myosight gamma camera. The event occurred during a patient cardiac examination scan. The scan was stopped and the patient released. No injury was reported. The safety concern is the potential for serious injury should the collimator fall.